Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) units alarm rapid gas loss 24 hours after being applied to the patient. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse checked function check, passed and calibrate and the values are within normal range. Test balloon device works but notice off set value of shuttle pressure x1 is not stable. Changed pressure transducer, safety disk and crm. Calibrate the shuttle pressure. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.